Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of vision abnormalities and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported a patient with a xen 45 gel stent "had foggy vision os, it kept getting worse" and "[patient's] blurry vision was due to [patient's] surgery. [Patient] pressures continued to get higher and [patient] ended up having a laser to lower the pressure os after the xen stent".